Manufacturer narrative:
MDR 2517506-2017-00771 was also filed for the same customer inquiry. The customer contacted the siemens customer care center for the discordant elevated ctni result obtained on the dimension vista instrument. Quality control was within specification at the time of testing. The cause for the discordant elevated ctni result is unknown. Siemens is investigating the incident.

Event description:
Discordant elevated cardiac troponin I (ctni) results were obtained on a patient sample on the dimension vista 500 instrument. The result was reported to the physician and questioned. The same sample was repeated on the same instrument and a high result was obtained. A new sample was drawn and not repeated on the same instrument and a high result was obtained. The same sample was also sent to nearby hospital and ran on an alternate methodology and a lower result was also obtained. No corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant elevated ctni result.

Manufacturer narrative:
Siemens headquarters support center (hsc) investigated the incident based on the information provided. Hsc has reviewed the instrument and escalation data. No product non-conformance was identified with the reagent or instrument. The calibration and qc were within limits. No abnormal assay or abnormal reaction flags were noted. Per instructions for use for cardiac troponin I (ctni): patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. The device is performing within specifications. No further evaluation of the device is required